Event description:
It was reported that the patient never had therapeutic effect, and the patient experienced an increase in pain and was not getting relief. The patient had been in the emergency room several times because she was in such "tremendous agonizing pain", and could not breathe because it hurt. It was noted that the patient suffered from spinal cord damage and it extended through her whole body. The patient had acute pain, and agonizing pain that was so bad she "blacked out." It was noted that the pump was positioned "way over" because the patient had a small frame and it would have been jammed underneath the rib cage. The patient "had horrible things happen." It was noted that the pain was "something stupid like putting a knife in her throat would be easier to deal with than her pain", and the patient seemed suicidal. It was then noted that "when you are in horrific pain you become irrational" and the patient "was not thinking of hurting herself." No diagnostic studies had been performed. It was also reported that the patient had tried to give herself a dose in the middle of the night, but a code number came up. The code number was not remembered, but it was noted that it had never happened before. The pump had been programmed three times, and did not seem to be working as the physician had programmed it. The dose restriction interval was 3x/24hr. The lockout interval was 1x/60min. The maximum per day lockout was 3x/day. The patient used the therapy screen option and selector key and stated that she received a bolus. The patient noted that she did not push the "b button". She stated that she had a 5 hour lockout but just received a bolus before the 5 hour lockout time. The patient had tried to administer a bolus at 11a.m. And was told it was 5 hours. It was questioned if the patient's "roll or rib bone" could have"pushed the bolus button", and the pump should have been locked out for 5 hours instead of giving her a bolus. The patient was concerned that the pump was being erratic, and that altitude change could impact the pump. It was later reported that the following day, a 0617 error message was displayed on the patient's personal therapy manager (ptm). The patient's pain was "out of control." The patient requested a bolus and was locked out. The lockout showed 7 hours. The patient insisted she had not had any boluses in several days. The patient had stated the previous day that she saw a "bolus successful" check mark, but the patient then said she could not have received a bolus at that time because she was in a lockout for 5+ hours. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the event was due to "patient hysteria." No patient injury was reported. It was later reported, the patient was concerned that taking morphine would affect her thinking and driving. The patient was reassured by a nurse that many patients have morphine pumps and drive without it affecting their thinking. It was also reported that the patient experienced an underdose. The patient had ended up in the hospital because, she was in so much pain she had considered suicide. It was also reported, the patient had "severe muscle cramping from toes to all the body and hands and muscle spasms up the back up to the neck."

Event description:
It was reported that the pain was so bad that the patient was choking, gagging, and throwing up. The patient stated that they were suicidal, but later denied being suicidal. The patient did not report underdose. It was later reported that the patient was dismissed from their health care provider (hcp). Patient states that the hcp walked out during the most recent refill appointment. It was later reported that the patient received assistance from their doctor or the manufacturer¿s representative and their concerns were resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4) product type programmer, patient; product ID 8709sc lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product type catheter. (B)(4).

Event description:
Additional information received reported that patient was allergic to morphine. The patient indicated "a specialist determined that in august". The patient noted taking oral morphine before and had reacted to that also. The patient symptoms experienced in regards to the reaction were headaches, vomiting, intermittent hives, nausea, "flu feeling" all the time, and an unexplained stabbing pain in the stomach. The patient expressed dissatisfaction with the healthcare provider (hcp) service, and indicated that the hcp "gets angry" and isn't willing to treat or take morphine out of the pump. The patient stated that there is no pain relief from the pump. A follow-up report will be sent if additional information becomes available.